Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was difficult to move during use. Only "0.1 ml" of the flu vaccine was delivered, and a new syringe was used to inject the remaining "0.4 ml dose". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the pharmacists are having a hard time pushing in the plunger-it's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose."

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was difficult to move during use. Only "0.1 ml" of the flu vaccine was delivered, and a new syringe was used to inject the remaining "0.4 ml dose". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the pharmacists are having a hard time pushing in the plunger. It's like it is stuck. In one instance the pharmacist could only push in 0.1 ml of the flu vaccine into the patient and had to remove it and then get another syringe to administer the rest of the 0.4ml dose."